Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer preloaded reservoir and delivered a quarter and the device alarmed. He changed the reservoir and the site and device alarmed during a bolus. Customer stated the same event occurred three times and he switched out everything. Customer's blood glucose was 225 mg/dl. Troubleshooting was performed and it was noted the device didn't alarm during manual prime and insulin didn't come out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.